Event description:
A minimum fill notification was reported by the caller, and there was no adverse impact on the customer¿s blood glucose level. The caller attempted to load a new cartridge, filling it with 300 units of insulin, and after several unsuccessful attempts with the initial cartridge, a second cartridge was used. By loading the second cartridge, the caller successfully resumed insulin delivery.